Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe alrg sftygld 1ml w/ndl 27x1/2 rb demonstrated a safety mechanism failure. Verbatim: rcc received a complaint via email. Email(s) attached. I would like to report a product complaint. Product safety feature not working. Po# (B)(4) MFR# (B)(4) lot# 4345154 case number: (B)(4) (for (B)(4) employee case access): (B)(4).